Event description:
It was reported by service report that the siderail right head will not lock into position. No adverse consequences have been reported.

Manufacturer narrative:
Result: latch plate, locking pins.